Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that she spent five days in the hospital due to a high blood glucose level. The insulin pump alarmed no delivery and motor error. Her blood glucose level was so high that syringes were not bringing it down. Customer's blood glucose level was 736 mg/dl. She was given IV drip. The no delivery alarm was resolved with a complete set change. The device was not returned.